Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was corrosion in the 1.5 volt section of the power supply on the pcb.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a self-test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when the unit was powered on the led light for the on button was lit, but the display remained blank. Additionally, a service indicator was present and the unit would not respond to attempts to power it off. Physio was finally able to power the device off by removing the batteries. This behavior is indicative of a device lockup condition that could prevent defibrillation, if necessary.